Event description:
The ambulance staff attempted to use the device with standard external paddles to administer a shock to a person diagnosed in cardiac arrest. The defibrillator allegedly failed to deliver the shock to the patient. The patient was not resuscitated. The customer reported that they believe that the patient would not have been resuscitated by external defibrillation.